Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer tested 3.2 mmol/l and 3.8 mmol/l on the mobile system. She was unconscious and her parents attempted to treat her with "dextro energy." An ambulance was called, and the customer received similar results on the professional device. It is not known if the customer received additional medical treatment. Requested return of suspect device.